Event description:
According to the report, on (B)(6) 2025 a "small contaminate" was identified "between the laps", the patient was woken up from general anesthesia while "the set up was torn down and sent back to sterile processing for re-sterilization", and the patient had to have a "2nd general anesthetic" when the procedure was able to be performed "3.5 hours" later.

Manufacturer narrative:
According to the report, on (B)(6) 2025 a "small contaminate" was identified "between the laps", the patient was woken up from general anesthesia while "the set up was torn down and sent back to sterile processing for re-sterilization", and the patient had to have a "2nd general anesthetic" when the procedure was able to be performed "3.5 hours" later. The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.